Event description:
While performing initial testing prior to preventive maintenance the respironics service technician reported the ventilator failed the rmote nurse call test. There was not patient involvement. The respironics technician replaced the main printed circuit board (pcb) to correct the problem. Peformation verification and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications. Factory failure analysis of the main board found the connection was loose and there were broken solder connections noted.